Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to an arterial embolization for a tumor, the tip on an amplatz extra-stiff support wire guide had a "fine split" approximately five millimeters from the tip. The tip damage was noted upon removal of the wire guide from its packaging and the wire guide did not make patient contact. A new device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Upon return of the device, the inner wire was protruding through the coils near the distal end, not split as originally reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The safety wire was broken and protruding through the coils, near the distal tip. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿inspect the wire guide for kinks or damage prior to use.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to the design or manufacturing of the complaint device, contributed to this event. It is also possible that mishandling during shipping or preparation of the device may have contributed to the device failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address (B)(6). PMA/510(k) # - k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an arterial embolization for a tumor, the tip on an amplatz extra-stiff support wire guide had a "fine split" approximately five millimeters from the tip. The tip damage was noted upon removal of the wire guide from its packaging and the wire guide did not make patient contact. A new device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional/corrected information: h3: (other): the device has been returned and preliminary evaluation has been performed; however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return of the device, the inner wire was protruding through the coils near the distal end, not split as originally reported.